Manufacturer narrative:
The console tested good, with no fault found. Based on the reported info and the inspection of the returned device, we are unable to determine the root cause of the reported incident. Device history record review confirmed no anomaly found during the mfg operation process.

Event description:
The console was returned for repair. The console when used with the handpiece smelled like it was burning. Both the console and handpiece were returned for service, since it was not determined which device is causing the problem. Console was under warranty. It is the first time the equipment has been returned for service. There was no pt injury reported. Add'l info was received from the neurospecialist on 10/17/2005: the case was delayed about an hr and alternate treatment was used to continue the procedure.